Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one-day post implant the right atrial (ra) lead had dislodged and no slack was present on the lead. High thresholds were also noted. The lead was revised and remains in use. No patient complications have been reported as a result of this event.